Manufacturer narrative:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to use energy with the vessel sealer extend (vse) instrument. The instrument was working previously with no issues. Prior to calling technical support engineer (tse), they opened another vse and rebooted the erbe and the system. The second vse worked at first, but then would not seal. Tse reviewed uploaded error logs and noted no system errors. The surgeon noted that three vessel sealers were used during the procedure that would not seal or produce energy. The surgeon confirmed audible tones but was unable to confirm the completion tone of the sealing process. No tissue effect was noticed. No tissue was cut that was not sealed. There were no error messages when the vse was used. The surgeon did have an error message on screen to remove obstacles from pedals. Due to the insufficient use of the vse the procedure was converted to laparoscopic, the da vinci erbe was not utilized for the laparoscopic procedure. The patient tolerated the conversion well. The estimated blood loss was 200ml, the surgeon noted this was expected due to completing the procedure laparoscopic. No additional ports were placed. A delay of two hours occurred related to troubleshooting and the conversion. Reports with patient identifier (B)(6) document the other two vessel sealers tried by the surgeon.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Refer to medwatch report with patient identifier #867842 for additional information regarding the conversion to laparoscopic procedure due to the vessel sealer extend insufficient seal. Advanced technical review (results): system log investigation: a review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: dsp logs show that the first instrument lot # k14231020-0388 was installed 3x and passed homing 3x. Qty 13 cut complete and qty 30 seal events were recorded with no errors. The second instrument lot# l84231019-0095 was installed 2x and passed homing 2x. Qty 10 seal events were recorded with no errors. The third instrument lot # l84231019-0080 was installed 2x and passed homing 2x. Qty 6 seal events were recorded with no errors. No errors were seen in dsp logs for any instrument. No e100 logs were found for this procedure, as all instruments were used with the erbe vio dv generator. Msc logs show some errors that do not seem related to vse functionality. Logs are attached.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to use energy with the vessel sealer extend (vse) instrument. The instrument was working previously with no issues. Prior to calling technical support engineer (tse), they opened another vse and rebooted the erbe and the system. The second vse worked at first, but then would not seal. Tse reviewed uploaded error logs and noted no system errors. There was no tone confirming the completion of the sealing process. No tissue effect was noticed. No tissue was cut that was not sealed. There were no error messages when the vse was used. The surgeon did have an error message on screen to remove obstacles from pedals. Due to the insufficient use of the vse the procedure was converted to laparoscopic, the patient tolerated the conversion well. The estimated blood loss was 200ml, the surgeon noted this was expected due to completing the procedure laparoscopic. No additional ports were placed. A delay of two hours occurred related to troubleshooting and the conversion.